Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a weak sensor and a lost sensor alert. Customer's blood glucose level was 140 mg/dl at the time of the incident and after that he dropped to 40 mg/dl. Customer stated he was using a second sensor. Customer had changed the battery in case it was the cause. Customer had wasted two sensors. Customer removed the sensor and stated that it was not damaged. Customer was advised to change the sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.